Manufacturer narrative:
Eval: lab examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. The iab inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the reported difficulty based on the event description and examination of the returned product. (This follow-up MDR was mailed to the FDA on 5/21/98).

Event description:
The iab was inserted into the pt on 3/25/98. On 3/26/98, the iab leaked and the iab was removed. On 5/4/98, the following was reported to datascope: the balloon pump alarmed "check catheter". The catheter's position was checked and then blood was noted in the tubing. The iab was removed and another was inserted. The pt was brought to cicu. There was no pt injury or complication as a result of the event on 3/25/98. The pt remained on iabp therapy. [Event complications]: unk-reported 3/26/98; none-reported 5/4/98. [Pt's current status]: still on iabp-rpt'd 5/4.